Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device was at ddd mode of operation. The device was then programmed to nominal settings for the remainder of the analysis. Evidence from the device image show there was a false early replacement alert consistent with the device being in auto-capture and high output mode. However, the pacer remained above elective replacement indicator (eri) throughout the implant period. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device battery level is still above eri.

Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
During in clinic follow up, it was noted that the device reached elective replacement indicator (eri) unexpectedly. Premature battery depletion was suspected on the device. A device replacement is anticipated, but has not been performed at this time. The patient was stable and will continue to be monitored.